Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient lost weight and now has pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. The current pocket was revised and the ipg replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.